Event description:
During a follow-up in-clinic, an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Rv lead damage was alleged, but not confirmed. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information was received that reprogramming was performed to disable patient therapy. The patient will continue to be monitored.